Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing procedure, the force bipolar instrument rubber wire that goes around the tip was no longer in the place it is supposed to be to make it functional. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a broken conductor wire in the idler pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. For clarification, the customer complaint was "rubber wire is no longer in the place it supposed to make it". The instrument has a broken conductor wire. Common causes of broken instrument conductor wire include instrument movements, such grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.